Event description:
Patient reports scratched corneas in both eyes that were taped shut and was prescribed drops. Attempts to follow up with the patient for more information have been made with no reply. This is being reported as unconfirmed corneal abrasion.

Manufacturer narrative:
This is being reported as unconfirmed corneal abrasion. Method: no lenses, no examination of device were provided which could indicate if the device cause or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.